Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 126 mg/dl and the dr's meter 226 mg/dl. Tests were both capillary, done 2 minutes apart. There were no symptoms. Reporter did not have any test strips and control solution for testing.